Manufacturer narrative:
Image review: five intraprocedural media files were reviewed. The patient¿s executive summary was available, permitting complete ana tomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 87.9mm with a perimeter derived diameter of 28mm suggesting a 34mm valve. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation attempt. Fluoroscopic valve load inspection of the first valve was examined and a misload appeared to be evident by inflow crown overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was attempted to be implanted which resulted in a visible infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. It was reported that the infolded valve was withdrawn and another valve was loaded, also revealing a misload of the same kind. Allegedly, the same valve was reloaded and persistent misload is evident. The new valve (that was reloaded) was attempted to be implanted and an infold was evident yet again. It was reported that a new system was subsequently used and implanted successfully; however, images of the implanted valve were not made available. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the implanting team was not sure if the first valve was misloaded, so it was decided to use the valve for implant. However, at 80% deployment of the first valve, an infold was observed on fluoroscopy. In retrospect, it seemed that the misload was missed during loading of the first valve.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012358638); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, there was uncertainty as to whether the valve was intact on fluoroscopic imaging. The physician decided to proceed with the implantation. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) balloon. Upon 80% deployment of the first deployment attempt, an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were prepped. Upon fluoroscopic inspection, the valve appeared "borderline". The valve was opened and prepared again; however, the valve appeared "borderline" again on repeat fluoroscopic inspection. The physician decided to proceed with the implant. Upon 80% deployment, an infold was observed again. Therefore, the valve was withdrawn from the patient, and a new valve and new dcs were prepared. The new valve was successfully implanted with a good outcome for the patient. It was noted that there was a procedural delay. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, there was uncertainty as to whether the valve was intact on fluoroscopic imaging. The physician decided to proceed with the implantation. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) balloon. Upon 80% deployment of the first deployment attempt, an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were prepped. Upon fluoroscopic inspection, the valve appeared "borderline". The valve was opened and prepared again; however, the valve appeared "borderline" again on repeat fluoroscopic inspection. The physician decided to proceed with the implant. Upon 80% deployment, an infold was observed again. Therefore, the valve was withdrawn from the patient, and a new valve and new dcs were prepared. The new valve was successfully implanted with a good outcome for the patient. It was noted that there was a procedural delay. No patient complications were reported as a result of this event. Additional information was received that the the first valve was recaptured once due to the infold and then removed from the patient's body. A misload was identified during the loading of the second valve due to overlap of the frame node. The borderline appearance referred to uncertainty of whether the valve fluoroscopy was normal or not. The second valve was recaptured once due to the infold and then removed from the patient's body. Per the physician, calcification on the patient's valve leaflets contributed to the infold.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.